Manufacturer narrative:
H3, h6: the device was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause may include a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. A documentation review has been conducted, confirming previous complaints of this nature. The risk files mitigate the reported issue with no updates required. This investigation is now complete, with corrective actions in place, which is currently under effectiveness review. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.

Event description:
It was reported that, during treatment, using the pico 7 10cm x 30cm, the adhesive pulls of dressing and is left on the backing but did not seal. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause may include a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. A documentation review has been conducted, confirming previous complaints of this nature. The risk files mitigate the reported issue with no updates required. This investigation is now complete, with corrective actions in place, which is currently under effectiveness review. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.

Manufacturer narrative:
Section h3, h6: the device was returned. However, after the device was received, it was not able to be located. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause may include a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the event, which provides details of the conditions in which the device should be stored. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review revealed a small number of similar events with no manufacturing problems observed. The risk files mitigate the reported issue with no updates required. Corrective action has identified that no process concerns have been observed, the action is in place relating to the silicone adhesion to the carrier paper. This investigation is now complete with no further action deemed necessary at this stage. Smith and nephew will continue to monitor for any adverse trends relating to this product range.